Manufacturer narrative:
(B)(4). Reported event was confirmed due to the review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified associated dislocation of the femoral head and dislocation of the acetabular component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00255, 0001822565 - 2022 - 00256, 0001822565 -2022 - 00495.

Event description:
It was reported a patient underwent a right hip revision due to loosening of the cup and stem. Review of radiographs identified associated dislocation of the femoral head and dislocation of the acetabular component.